Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to motor with high current draw. It was unable to perform displacement test due to motor anomaly. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. Blood glucose value was 69 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.